Manufacturer narrative:
Findings: no button error alarm. Unit received with intermittent button response due to moisture damage keypad trace. No moisture damage electronic assembly.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer stated that moisture could also be seen underneath the display. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.